Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported one week post the index procedure follow up CT identified migration on the proximal edge of the stent graft. Per the physician the cause of the event is anatomy related. No additional clinical sequelae were reported and the patient will be monitored.